Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory.

Event description:
Additional information from the patient reported the potential causes or factors that led to the onset of the stimulation that was too intense was they set it higher than necessary. The problem of overstimulation resolved after the antenna replacement. The patient stated the replacement antenna resolved the issue.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's spouse and a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that since (B)(6) 2016, two weeks prior to (B)(6) 2016, the patient had a return of symptoms. This occurred gradually. On (B)(6) 2016 she was getting the poor communication screen. She had not recently had an implant or revision surgery. Confirming the antenna was secure and synching with the implantable neurostimulator (ins) did not resolve the issue. There was no telemetry and the poor communication screen was seen with and without the antenna. A replacement programmer was sent to the patient. The replacement programmer worked initially, but then the patient was getting poor communication starting on (B)(6) 2016. Also starting that day, stimulation was too intense. The patient hadn't had any falls. When she tried connecting the programmer without the antenna the following day, she was able to connect and lowered stimulation from 3.7 to 3.0, which was comfortable. The patient programmer antenna was reported to be damaged and a replacement antenna was sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.